Event description:
It was reported that surgeon was final tightening blocker on hook and blocker sheared.

Manufacturer narrative:
Method: device history review and device inspection.results: visual inspection concluded the blockers thread was confirmed to be sheared. In addition, cross-threading is also visible on the threads. Functional indicated the blocker is no longer functional due to the fracture. Conclusion: a plausible root cause is excessive torsional force and misalignment of the blocker. The blocker shows signs of cross-threading. Excessive torsional force while the thread was misaligned may have caused part of the thread to shear off.

Event description:
It was reported that surgeon was final tightening blocker on hook and blocker sheared.